Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level ranging from 600-650mg/dl. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.